Event description:
The wrong blocks were sent for the case. Correct tibia wrong femur. Was caught before cutting.

Manufacturer narrative:
Methods - complaint history review. Results - than the label etching on the femur guide, all else concerning the production of the guides was correct and accurate. Conclusion - incorrect label (etching process) was applied to the guide.